Event description:
On (B)(6) 2016 11:20 am (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that a 16 fr. Edi catheter was inserted into patient and was placed in the lung by accident, causing a perforation of the lung tissue. The perforation was detected after a chest x-ray followed by an insertion of a chest tube. The patient was extubated. The final patient outcome was no injury. The edi catheter is a normal naso-gastric tube mounted with electrode rings which should be placed in the stomach. It is used during nava (neurally adjusted ventilatory assist) to detect the patients breathing activity and synchronize ventilation treatment with the patient's own breathing. (B)(4).

Manufacturer narrative:
There are no goods to investigate in this complaint, since the cause for the reported incident was not related to a product failure. According to the information received, the instruction for insertion of the edi catheter was followed the first time. The patient then coughed the edi catheter out, where it was reinserted again. The facility is unsure whether the rt followed the instructions during the second insertion (after the cough up) of the edi catheter. It was detected during a chest x-ray that the edi catheter was incorrectly placed. The user¿s manual has been checked, and it contains information for correct insertion of the edi catheter. Our conclusion is that the cause for the reported incident was, a result of the user and the device placement and not one of the product.

Event description:
(B)(4).